Event description:
The customer reported that the minimal bleeding occurred during a colectomy although an end tone, indicating a completed seal cycle, was heard. The procedure was finished with another device and there was no injury to the patient.

Manufacturer narrative:
(B)(4). Visual inspection found a layer of eschar on one of the jaws. The device was activated multiple times on a simulated tissue, but a proper seal effect was not observed. It was determined that the buildup of eschar on the jaws contributed to the reported event. The device was then cleaned and found to function normally. The IFU states: keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.